Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 04/06/2020. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Attempts are being made to receive a device for evaluation. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a low anterior resection on (B)(6) 2020 and suture was used. During the procedure, the suture was broken while performing the suturing. Another suture was used. There were no adverse patient consequences. No additional information was provided.